Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse station (cns) app shut down twice and restarted after the staff tried to view a specific patient strip. Biomedicalengineer states that both times the cns came back up without any issues, but after the 2nd time the staff decided not to attempt reviewing the patient strip again. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt # 1: 05/13/2021: emailed the customer via microsoft outlook for patient information: no reply was received. Manufacturer references field (B)(4).

Event description:
The biomedical engineer (bme) reported that the central nurse station (cns) app shut down twice and restarted after the staff tried to view a specific patient strip. Customer states that both times the cns came back up without any issues, but after the 2nd time the staff decided not to attempt reviewing the patient strip again. No patient harm reported.